Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's tidal volume was low and the system board was replaced to address the issue. There was no malfunction with the system board, it was replaced as preventative maintenance. The flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's tidal volume was low. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's tidal volume was low. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.